Event description:
A customer contacted beckman coulter inc. (Bec) indicating that a total of 7 falsely high tbhcg results were reported out on (B)(6) 2012. No affect to patients was reported. The customer provided data for the erroneous results but did not indicate which ones were run on which days. A separate MDR has been submitted to document the second day that the falsely high results were generated. The customer indicated that the original results were run from aliquot tubes which had been created by the aliquot module of the power processor system and were rerun from their primary tubes. The samples were run on a centaur analyzer (not a beckman system) connected to the power processor. The customer indicated there were no quality control issues for the centaurs, and the aliquot tube and primary tubes were run on another centaur and gave similar results.

Manufacturer narrative:
Bec field service engineer (fse) went on-site (B)(4) 2012 and checked the aliquot module for any hardware issues but did not find any problems except that the aliquot module was not very clean. Fse did a thorough cleaning and replaced the serum drip tray. Fse indicated that there is no maintenance being done by the customer and this has been expressed to the head of chemistry in the laboratory. The power processor IFU instructs the customer to check the aliquot module daily for cleanliness and clean various aliquot module components. The customer verified aliquot module operation by checking aliquots against primary tubes from (B)(6) and found no discrepancies. The customer has not called back to report reoccurrence of this issue. Per bec cts (customer technical support), the evidence suggests that the aliquot tubes from (B)(6) were contaminated, however there is not enough information to determine whether the cause was a malfunction of the aliquot module. The power processor aliquot module creates a unique barcode label for each aliquot so misidentification is not a likely cause. The power processor aliquot module also uses a fresh aliquot tube and a fresh pipet tip for each aliquot. MDR#2050012-2012-00634 has been submitted to document the additional day that the falsely high tbhcg results were generated.